Manufacturer narrative:
Product evaluation: the lens was returned submerged in clear solution inside a contact lens case. The lens was removed and allowed to air dry prior to evaluation. One haptic is scratched on the anterior distal area. The optic is torn/cut into two portions, typical of an insertion and removal. A power and resolution evaluation could not be conducted due to the lens returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint of "light glare". The lens was returned in pieces, typical of an insertion and removal. A power and resolution evaluation could not be conducted due to the lens returned in pieces. No further information has been provided. The replacement lens is unknown. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced light glare. The lens was explanted and the sample was returned. Additional information has been requested.